Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument and completed the device evaluation. The instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument would not lock the clip in place. The clip was loaded properly by three different staff members, but when attempted to use, the clip would not lock closed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and no damage was noted by the surgical technician. The clip loaded easily on the back table. When the instrument was inserted into the patient and the clip was clamped on the vessel, it did not lock in place. The clip was then removed and a second person reloaded the clip and tried to clamp the vessel, but it still did not clip in place on the vessel. Another instrument was opened and used effectively. The robotic coordinator was called and tried to use the initial instrument one more time. It was noted that the clip did not load easily. The jaws seemed a little loose and spreading too wide. The clip was successfully loaded. When the surgeon attempted to use the instrument again, the clip did not lock in place. The jaws were responsive to the surgeon console handpieces, but it was not able to lock the clip. The instrument was removed. The issue involved incomplete closure of the clip. The jaws were responsive, but the clip would not lock. Large hem-o-lok clips were used. The surgeon ended up using medium-large clips on both vessel and duct, since it was already open. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU . According to the surgeon, the clip size was appropriate for the intended vessel/duct. The issue occurred at the first clip application attempt. It was attempted multiple times, but all attempts were unsuccessful. The issue resolved by opening another clip applier.